Event description:
Left knee pain; left knee swelling; synovial fluid culture positive; septic left knee; trace effusion. Info was received in sep-2004 from a physician regarding a pt with a history of osteoarthritis knee pain, who experienced knee pain, swelling and synovial fluid culture positive. They began a treatment with synvisc in about 2 months earlier. The pt received three injections of synvisc into unk knee in 2004 and 1 week later and another week later. In 2 weeks later, they experienced knee pain and swelling. On the same day, they had knee aspiration for diagnostic and therapeutic reasons. Synovial fluid analysis showed positive cultured chryseomonas luteola (twice). The pt was treated with zosyn for 6 weeks. An arthroscopy was also performed. At the time of this report, the pt had recovered without sequalae. Qa investigation results: review of the data did not indicate trends could be associated to any product complaint. In aug-2004, the pt was seen for post-op follow-up regarding their left knee. The pt had recurrent pain in their left knee, admitted for probable septic knee, growing a gram-negative rod on two separate occasions. Cell count was normal without significant purulence in the joint fluid. Gram-negative rod was identified on the second aspirate; grew chryseomonas luteola on two occasions. On admission, the cell cound noted 7,000 white blood cells with a normal differential count. No crystal identification. The pt was started on zosyn and tobramycin initially, closed tube irrigation, for a two-day period. Operative cultures have been negative. On examination, the portal sites appeared clean; no tenderness in the suprapatellar area. His findings were reviewed including the meniscal tear and chondropathy noted in the medical compartment. The pt continued levofloxacin 750 mg dialy. The physician advised that the septic knee with the source either coming from the injection site or from the synvisc. In nov-2004, the pt was seen again for follow-up. Knee symptoms were relatively stable. Pt had recurrent pain in the medial compartment on exertion as a contractor. They had improved from their previous visit in aug-2004. At surgery they had degenerative changes in the knee which could explain their symptoms. On examination, there was trace effusion, no focal tenderness, no erythema. The pt was to discontinue celebrex, and utilize aleve 1-2 tablets twice a day (b.i.d) during acute flare-ups. At the time of this report, the pt's outcome was unk.